Manufacturer narrative:
H6: the reported 6x20mm biosure regenesorb screw, intended for use in treatment has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force during use. The instruction for use outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl procedure the screw broke. It is unknown if there was a delay or back-up device available. No patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.